Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use information regarding PMA/510k: den170015. Manufacturer: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheter did not contain any powder and appeared bent at the proximal end. When tested as returned, the device did not spray. The co2 cartridge discharged upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray as intended. The lance had rotated inside of the device and did not puncture the co2 cartridge. In order to continue the functional test, the o-ring and lance were removed from the regulator and reinserted in the correct position. When retested, the device sprayed intermittently with weak flow. The device was disassembled and powder was seen in the tubes between the powder chamber and on/off valve as well as the tube between the powder chamber and low pressure valve. The tubes were disconnected for removal of the powder and no clumps were observed. A visual inspection showed that the powder chamber cannula contained loose powder and the hole in the bottom of the powder chamber was found to be clear. A pressure test was attempted on the regulator, however co2 would not exit the regulator when the device was activated with a new co2 cartridge. The regulator was disassembled for inspection and all parts were present. The regulator was reassembled and retested, and it functioned normally. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray is unknown. The investigation identified the regulator component as the likely contributor but could not isolate the specific cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the physician selected a cook hemospray endoscopic hemostat. The spray did not come out. The following was provided from the complaint form on 28-may-2019: the application system has no pressure. This occurred prior to patient contact; there was no impact to the patient.